Event description:
It was reported that the pulse generator exhibited backup vvi operation. After device software download, normal function resumed. The patient was feeling fine.

Manufacturer narrative:
(B)(4).